Event description:
Philips received a complaint from customer biomed reporting a primary alarm failed message occurred on the v60 ventilator when the device was powered on for set-up. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. There was no patient involvement. The issue was duplicated in testing and diagnostic codes for speaker failure and primary alarm failures were noted in the device log. The rse advised replacement of the speaker assembly. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. There was no patient involvement. The issue was duplicated in testing and diagnostic codes for speaker failure and primary alarm failures were noted in the device log. The rse advised replacement of the speaker assembly. The bme confirmed the device repair was complete. The customer did not provide any additional information regarding the corrective actions, nor the final disposition of the device. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.